Event description:
A 5mm short cannulae used during laparoscopic procedure assessed to have leaky components by the surgical team using them. Ports bagged, labeled with patient ID sticker and saved for evaluation.